Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation and flutter ablation, a farawave was selected for use. Use of the farawave catheter to treat flutter ablation is constituted off-label use. During the procedure, the physician wired the left superior pulmonary vein and went to start in basket. When it was pulsed, they immediately saw excessive amounts of microbubbles. They rotated the catheter, and the same thing happened. Six total pulses were performed, and each time there were excessive microbubbles. It was noted that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.